Event description:
It was reported by a clinical study database that on the patient presented to ER with new onset of neuro symptoms which started on (B)(6) 2015 at approximately 7:15 when his wife noticed aphasia and right-sided weakness. The patient was not communicative verbally and has significant weakness in both upper and lower extremities on the right side with no facial drop, vision changes, difficulty protecting airway or left-sided symptoms. Neuro consult examination on (B)(6) 2015 was consistent with a left mca stroke causing a dense expressive aphasia left gaze preference and some right sided weakness although subtle. Head CT shows hypointensity within the left mca stroke but no bleed. A repeat head CT scan at um on (B)(6) 2015 showed no bleed, no evidence of a large evolving ischemic stroke where there is new subtle loss of gray-white matter differentiation in the left precentral gyrus which could represent acute/subacute infarction and multiple stable remote infarcts. . The patient's vitals on (B)(6) 2015 were temp 36.6 c, hr 80, rr 23 with pump parameters flow 2.8 l/min, speed 2720 rpm and 3.8 watts. On (B)(6) 2015 speech language therapy evaluated the patient and found he was unable to swallow thin liquids or oral pills. At the family request, care was withdrawn and the patient passed away at home on (B)(6) 2015. No autopsy was performed.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): serious and life threatening adverse events, including death and bleeding have been associated with use of this device as outlined in the instructions for use (IFU). While there is no evidence based on the available information, it may be possible that there were some underlying health conditions that could have predisposed the patient to this event. The manufacturer will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device is still implanted